Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, sheath, coil, and burr were microscopically and visually inspected. The annulus was noticed to be damaged, not rounded and flared. It is probable that the rotating burr came into contact with the guidewire during preparation leading to the damaged annulus and reported fractured guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01312. It was reported that a guidewire fracture occurred. A 1.50 mm rotalink¿ plus and a rotawire were selected for a percutaneous coronary intervention (pci). During preparation while testing the burr outside the patient at 175,000 rpm, the burr came into contact with the rotawire causing a wire fracture. The procedure was completed with another of the same device. There were no patient complications and the patient is in stable condition.